Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The pharmacist at the hospital, reported the following event: "the drill fractured during use. It fractured without excessive force which would rather consider as a manufacturing defect of the product." No adverse consequences and no delay were reported by the account.

Manufacturer narrative:
The reported event that drill, ao t2 femur ø4,2x340 mm was alleged of issue k-275-a (instruments - drill - broken) could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The received drill showed traces of intense and frequent use. The drilling spiral of the drill was completely sheared off at the level of approx. 56 mm from the tip. The broken off piece was also returned for evaluation. The breakage surface showed a smooth structure. Corrosion was also observed on the breakage surface as well. Plastic deformation along the breakage surface was not found. Based on investigation, the root cause was attributed to user related issue. The failure was caused due to wrong alignment of the drill while drilling. It cannot be further excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used as instructed in IFU. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
The pharmacist at the hospital, reported the following event : "the drill fractured during use. It fractured without excessive force which would rather consider as a manufacturing defect of the product." No adverse consequences and no delay were reported by the account.